Manufacturer narrative:
Additional information added to: concomitant medical products. The customer¿s report of a crack in the filter that was leaking was confirmed at the filter¿s weld line based on functional and pressure testing. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Yellow liquid was observed within the model's tubing and micron ped filter. Dark colored liquid was also observed within the tubing of the non-bd extension set. No visible damages or tool marks were observed during initial inspection. Functional testing was performed and small droplets leaked from the micron ped filter¿s weld line near the inlet port. The extension sets were pressure tested while submerged and the confirmed leak was observed at filter¿s weld line. Additional pressure testing resulted in no other leaks being observed. The root cause of the leak was not identified.

Event description:
It was reported that the rn in the nicu received a call from the lab at 2330 reporting that the neonate's blood glucose level was 13. The rn rechecked the blood glucose level at the patient's bedside to find it at 20. After the practitioner assessed the patient, a chest x-ray was ordered to confirm the placement of the patient's broviac central line. At the same time, the tubing set that was in use during a tpn and lipid infusion was found to have a crack in the filter that was leaking tpn and lipids. The patient was given (3) IV boluses of maintenance fluids. The patient's blood glucose levels were confirmed to be increasing from 20 to 61 and then to 73 respectively after each bolus. New IV maintenance fluids were ordered, the tubing set was replaced, and a new bag of lipids was initiated.

Manufacturer narrative:
Product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Responses were not provided, however, the event reportedly occurred in the nicu, therefore, it is presumed that the patient was a neonate patient.

Event description:
It was reported that the nurse in the nicu received a call from the lab at 2330 reporting that the neonate's blood glucose level was 13. The nurse rechecked the blood glucose level at the patient's bedside to find it 20. After the practitioner assessed the patient, a chest x-ray was ordered to confirm the placement of the patient's broviac central line. At the same time, the tubing set that was in use during a tpn and lipid infusion was found to have a crack in the filter that was leaking tpn and lipids. The patient was given 3 IV boluses of maintenance fluids. The patient's blood glucose levels were confirmed to be increasing from 20 to 61 and then to 73 respectively after each bolus. New IV maintenance fluids were ordered, the tubing set was replaced, and a new bag of lipids was initiated.